Manufacturer narrative:
Additional information: the system was examined and the reported event was confirmed. The reported event was attributed to the user error by mis-configuring the system parameters. The company representative re-configured the system parameters to resolve the issue. The root cause of the reported event was attributed to the user error by mis-configuring the system parameters. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was confirmed and replicated. The company representative re-configured the system parameters to resolve the reported event. The system was tested and was found to meet specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 3, 2007. Based on qa assessment, the product met specifications at the time of release. The system and handpieces were found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing divergencies with the diagnostic exam before a procedure.